Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving saline (9 mg/ml at minimum rate) via an implantable infusion pump. It was reported that the patient's pump was flipped in the pocket and ran empty because it could not be refilled. Surgery was performed to revise the pump pocket and the pump was filled with saline and put into minimum rate mode. The issue was reported to be resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.